Event description:
It was reported that an asymptomatic patient presented via a (B)(4) transmission with a device that was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.